Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked keypad overlay at select button and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was 8.1 mmol/l. The customer reported that the insulin pump suddenly alarm and not doing anything. It was reported that they had a crack on the battery compartment. It was reported that the display was flashing, white. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.